Event description:
It was reported that the patient experienced pocket soreness and irritation. It was noted the lead was close to the skin surface and there was concern for erosion and a possible metal allergy. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.